Event description:
It was reported that the customer experienced diabetic ketoacidosis due to excessive no delivery alarms, and was being taken to the hospital by his father. The father was unable to talk or troubleshoot, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.